Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a blebectomy procedure when the device was fired after reloading the first cartridge, the staples were formed properly on one side but malformed on the other side. The surgeon completed the procedure with another device. No pt consequences were reported.